Event description:
Prior to a procedure, there was a continuous tone heard on the generator and it gave error 5 instrument error. Instrument was retorqued and cleaned, no effect. Changed to another shear which worked, but slowly. On inspection, the chord of the handpiece was discovered bent. There was no patient consequence.